Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service no rotation of the device was noted. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.